Event description:
Device malfunction: none. Symptoms / ae: in-stent restenosis. Time of ae: approximately 25 months post procedure. It was reported that approximately 25 months post a left internal carotid / common carotid artery (lic/cca) stenting procedure, the patient had a transient ischemic attack affecting the hemisphere supplied by the target vessel. Further investigation found in-stent restenosis. In 2009, the patient was hospitalized for placement of a stent within the restenosed area of the stent. There was no adverse patient sequelae reported. One day post the revascularization procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Revascularization procedure was done under the study, the stent remains in the patient. The lot number was provided. Restenosis of stented segment and transient ischemic attacks are known possible adverse events associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.